Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient with a history of severe symptomatic aortic stenosis and an annular perimeter of 81.4 mm, sized for a 29 mm navitor vision valve, underwent transcatheter aortic valve replacement (tavr). The patient reportedly had no prior medical history of right bundle branch block (rbbb), left bundle branch block (lbbb), or atrioventricular block. The patient presented with normal sinus rhythm. The left ventricular outflow tract (lvot) measured 78.6 mm at 3 mm. The membranous septum measurement was unclear. A 6 mm node of lvot calcium was present below the non-coronary cusp (ncc). The large flexnav delivery system was prepared and loaded in typical fashion. After valve fluoroscopy check was confirmed, pre-balloon aortic valvuloplasty (bav) was performed using a 22 mm true dilatation balloon. The valve did not require resheathing. The valve was successfully implanted in cusp overlap view with controlled pacing at a depth of 5.0 mm on the non-coronary cusp and 6.0 mm on the left coronary cusp. Post-implant echocardiography showed no paravalvular leak (pvl), and the final mean gradient was 5 mmhg. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable and was discharged on post-operative day 1. On (B)(6) 2026 (post-operative day 2), the patient returned to the hospital with complete heart block and required permanent pacemaker implantation (ppi). Initial hospitalization was reported for ppi. The implanter classifies this event as being related to the procedure. The patient was reportedly discharged. No additional information was provided.